Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient presented with a painful total hip. Surgeon elected to revise the hip. It was determined that the patient had a loose femoral component at bone to implant interface. Surgeon elected to revise the stem and remove the existing metal liner and exchange it with a poly liner and exchanged the existing head with a new head. The original screw was also removed. All reference and lots were illegible. Original implant date unknown. Loosening at bone to implant interface. No surgical delay. Doi: unknown; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.